Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during six cataract surgeries in an ophthalmic system there was no or very little followability and no grasping. During quadrant phase, the fragment did not remain at the tip and kept falling repeatedly. Instead of taking piece by piece far from capsular bag and use ultrasound (us) away from the capsule, surgeon had to stay close to the bag and use us close to the bag, increasing the risk of capsular bag. There was no patient harm.

Manufacturer narrative:
Additional and corrected information is provided in sections d.9, h.3, h.6 and h.11. From section h.6 a1405 has been retracted and it is no longer applicable for this event. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this serial number was performed. These complaints were determined to be relevant to this investigation as they were all a part of a pool of patients. Service history was reviewed for the system. A service record relevant to the reported complaint was found. To resolve the issue, the ar replaced the ultrasound (us) module, then found the system to meet manufacturer specifications per service test procedure (stp). The root cause of the reported event is attributed to the nonconforming us module. As a correction, a representative performed an on-site assessment of the equipment and replaced a us module. Actions taken per the sr resolved the reported event. This complaint has been reviewed and based on a low occurrence rate, it is determined that no further actions are necessary at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. Refer to the attached file. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.